Manufacturer narrative:
Additional information: explant was reported due to stenosis and calcification. The investigation found that leaflets 1 and 2 contained calcifications and were fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3. There was surface fungal hyphae on leaflets 1 and 3, which was interpreted as a probably post-removal contaminant. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications noted would cause the reported stenosis.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 19mm sjm trifecta valve was implanted in the patient's aortic position due to severe calcification on the annulus. An abbott sizer was used in the surgery. Aortic stenosis occurred on the patient, and on (B)(6) 2020, a re-do avr was performed. The trifecta valve was explanted, replaced with a perceval sutureless aortic valve(manufacturer: livanova). Upon explant, calcification and a fibrin-like object were observed. No patient consequences were reported.